Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate. Blood glucose was 178 mg/dl. The customer declined to reload the cartridge and was to continue to use current cartridge. The customer thought it was possible that all the air was not removed from the cartridge when it was being loaded.